Event description:
It was reported the video processor experienced an error code e222 issue during a set up procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: poor contact of the rx module. A root cause could not be identified. Based on the results of the investigation, it is likely e222 error code was displayed due to poor contact of the rx module. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.